Event description:
It was reported through the filing of a lawsuit that allegedly diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and potential existence of a fluid collection about the hip prosthesis. Based upon this finding and in light of patient's worsening symptoms she was taken back for revision surgery on (B)(6) 2012. It is further alleged that during the revision surgery, "there was significant evidence of heavy metal toxicity including the presence of cloudy, turbid fluid, erosion around the head neck taper, and significant soft tissue necrosis". His surgeon also noted the "presence of corrosion at the taper junction between the accolade stem and lfit v40 chromium cobalt femoral head".

Manufacturer narrative:
Device description reported as unknown lfit anatomic v40 femoral head. An event reporting altr involving an unknown metal head was reported. The event was not confirmed. Device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed as medical records were not provided. Device history review could not be performed as the device details were not provided. Complaint history review could not be performed as the device details were not provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Legal matter.